Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Also, an aortic molding and occlusion balloon catheter (mob37/ 21162689) was involved. Please note that the medwatch# 3007284313-2020-00044 was emailed to FDA on february 11, 2020. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU states: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.

Event description:
On (B)(6) 2020, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. After stent grafts were placed as planned, touch up ballooning was performed using a gore® molding & occlusion balloon catheter. Procedural angiography revealed localized dissection at the proximal edge of the trunk-ipsilateral leg component. The physician decided to take a wait-and-see approach and no further treatment was performed. The patient tolerated the procedure. The physician is monitoring the patient. It was reported that the physician believed that the balloon was possibly over inflated and it resulted in the dissection.